Event description:
It was reported that during an unknown procedure, the port leaked air into the abdomen. Another device was used to complete the procedure. No adverse consequences reported. Additional information (B)(4) 2010: the procedure was a lap gastric bypass, it is unknown if the gas line was connected to the stopcock and the stopcock opened, there were no patient consequences, another trocar was used to complete the case.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.